Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient's heart failure sensor implant procedure was abandoned due to the physician being unable to access the left pulmonary artery. Multiple attempts were made without avail. While removing the sensor on the last attempt, the sensor was inadvertently deployed into the right atrium. Using a snare, the physician accessed the left femoral vein to remove the sensor. The patient was given packed red blood cells for hypotension at post op. Patient remained hospitalized overnight for observation.